Event description:
Baxter complaint coordinator reported a pt lost consciousness and expired during a treatment on a system 1000 hemodialysis machine. Approx 3.5 hours after the start of the dialysis treatment, the pt began to lose consciousness and apparently suffered a cardiac arrest. There were no device alarms or indications of a problem. CPR was immediately administered for several minutes with no cardiac response. The pt was transferred to the hosp where they then expired. An autopsy was not performed and the clinical cause of death was noted as a cerebrovascular accident.